Manufacturer narrative:
This report is submitted on april 30, 2018. (B)(4).

Event description:
Per the clinic, the patient developed a post-operative infection at the implant site. Subsequently, the implant magnet was explanted on (B)(6) 2017.